Manufacturer narrative:
According to the late CT values for all of these 16 runs, all samples have a low viral load near the limit of detection (lod) of the assay where results are known to waiver on repeat testing. There are no abnormalities in the curve runs reviewed and therefore the results are true positives. There are differences in the platform sensitivities and targets detected which could explain the test discrepancies. The most likely cause for the discrepancy observed is due to the samples having a low viral load where results are known to waiver and may not be detectable with other less sensitive assays. Additionally, the interference of mucus in the sample and the off-label collection kit may have contributed to the issue. Further investigation of the reagent lots used was performed and ruled out a product quality issue. While the cases could be consistent with false positive liat results they could also be consistent with false negative biorad results (due to low titers, sample stability, endogenous interference from mucus or even sample mix up). So there is not enough evidence to conclude that patients were harmed. Facility name is truncated due to character limit. Facility full name: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results when using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The customer reported that on (B)(6) 2021, the initial test for patient 1 with the cobas® liat® system sn(B)(4) run #2817 generated sars-cov-2 positive. Within 18 hrs. Later, the same sample was retested with biorad as negative. On (B)(6) 2021 a new sample was re-collected and tested again as positive with an unknown platform. Patient 2 had initially tested sars-cov-2 negative on (B)(6) 2021 on an unknown platform. Due to the covid-19 symptoms, a new sample was re-collected and tested positive on (B)(6) 2021 with cobas® liat® sn(B)(4), run #1220. On (B)(6) 2021, the same sample was tested on bio-rad and resulted in a negative result. On (B)(6) 2021, a new sample was re-collected and also tested positive on an unknown platform. An investigation was conducted to evaluate the customer¿s allegation. Per the FDA guidance two mdrs will be filed one per run.